Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter with an unknown 0.018" guidewire stuck in the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 13cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage on the device that would have contributed to the difficulty to remove.

Event description:
It was reported that removal difficulties were encountered. The stenosed target lesion was located in the infrapopliteal artery of the lower limb. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when withdrawing the balloon, the retrieval was difficult and the guidewire could not also be withdrawn. The procedure was completed with a different 2.5x150 balloon catheter. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that removal difficulties were encountered. The stenosed target lesion was located in the infrapopliteal artery of the lower limb. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when withdrawing the balloon, the retrieval was difficult and the guidewire could not also be withdrawn. The procedure was completed with a different 2.5x150 balloon catheter. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).